Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a watchman flx laa closure device & delivery system (wds) were selected to be used. The physician gained access to the patient and inserted the versa cross and fxd curve access systems together. While performing the transseptal puncture the sheaths perforated the laa. Transesophageal echocardiogram (tee) imaging confirmed that there was a pericardial effusion. The patient's blood pressure dropped, and the physician performed a pericardiocentesis. Following treatment, the patient's blood pressure stabilized, and the patient underwent surgery to have the perforation fixed. The patient was transferred to the intensive care unit to recover from this event.

Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a watchman flx laa closure device & delivery system (wds) were selected to be used. The physician gained access to the patient and inserted the versa cross and fxd curve access systems together. While performing the transseptal puncture the sheaths perforated the laa. Transesophageal echocardiogram (tee) imaging confirmed that there was a pericardial effusion. The patient's blood pressure dropped, and the physician performed a pericardiocentesis. Following treatment, the patient's blood pressure stabilized, and the patient underwent surgery to have the perforation fixed. The patient was transferred to the intensive care unit to recover from this event. It was further reported that the during surgery the laa of the patient was ligated. The patient received blood transfusions as treatment for this event. Two weeks post procedure the patient died.

Manufacturer narrative:
B2 date of death - date reported as two weeks post procedure.